Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to the manufacturer.

Event description:
It was reported that 2 blades broke during use. It was not reported if there was any surgical delay or patient impact as a result of this event.

Event description:
It was reported that the blade broke during use. It was not reported if there was any surgical delay or patient impact as a result of this event.

Manufacturer narrative:
The blades were not returned for evaluation, however the associated handpiece was returned to the manufacturer. Investigation results for the handpiece indicate that the blades may have been loaded incorrectly, this cannot be confirmed as the blades were not returned. It was previously reported that 2 blades broke, there was 1 blade involved in this event. Blades were not returned for evaluation.